Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy with the expected residual volume (erv) being 10 ml and the actual residual volume (arv) being 0 ml. The cause was not known at the time of the event. The patient experienced withdrawal symptoms which required medical intervention. The patient experienced lethargy, mild nausea, and hypotonic lower limbs. The patient also experienced overdose symptoms. It was noted there was no pocket fill done during the last visit. No dye test was done, but the catheter access port (cap) was checked and everything seemed fine per the managing physician. The patient was described as doing fine at the time of report with occasional lethargy over a day's time. The patient's pump was intended to infuse liofen and morphine. Additional information was requested, but was not available at the time of report.